Event description:
The customer reported a 'kv on in error' error message. This error will result in an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and ordered for replacement. No conclusion can be drawn as further repair info is unavailable. The customer will complete the system repair.